Event description:
It was reported that during a laparoscopic cholecystectomy procedure, gas leak was heard when hand instrument was removed from the 11mm trocar. This event happened throughout the operation every time the hand instrument was removed. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. Drop in pressure. What was the gas consumption rate or volume (liter/minute)? Not known. Were you able to identify where the leak was coming from? Leak suspected from the valve. Was a device inserted in the trocar during the leaking? If so, what device? No device inserted. Was any torque being applied to the trocar or device? No torque inserted.

Manufacturer narrative:
(B)(4). The analysis results found that the d11lt device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the cb11lt device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: unk; manufacturing date: unk.